Event description:
It was reported that this implanted lead was explanted due to product performance issue. The implanted lead is no longer in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).